Manufacturer narrative:
The device was not returned to the service hub, the customer did not respond to requests to send the pump back to the service hub for analysis. Therefore, visual inspection and functional testing were not performed. A review of the device's 12-month service history was performed and no similar event was indicated.

Event description:
It was reported that the plum 360 allowed air bubbles to pass the pump and it did not alarm. There was no patient involvement and no patient harm. No additional information is available at this time.

Manufacturer narrative:
The device is expected to be returned for further evaluation; however, the device has not yet been received.